Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "pneumatic system: compressor- self-check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "compressor failure- 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was retuned to zoll medical corporation for evaluation. The customer's report was not verified during the device evaluation. However, the review of device logs confirmed the occurrences of the reported problem. An inspection of the device found the gas output cap was left on. Therefore, the gas output cap was removed and root cause was traced to user. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.